Event description:
It was reported that the patient was revised due to infection.

Manufacturer narrative:
The event was not confirmed as no items associated with the event were returned or made available for evaluation and medical records or x-rays were made available for evaluation. Review of the device history records indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. Furthermore, a review of the sterilization records verified the sterility of the reported product lot. Complaint history review: there have been no other events for this lot or sterile lot. Review of the sterilization records verified the sterility of the reported product lot. It is noted that when the double barrier packaging is opened, the sterility of any device becomes a function of handling and surgical technique and is beyond stryker's control.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available, the evaluation summary will be submitted in a supplemental report. Not returned.

Event description:
It was reported that the patient was revised due to infection.